Manufacturer narrative:
The eval lab tested the component which had been replaced as a precaution and found the component functioned as designed.

Event description:
The service report shows that the reported condition of no audio alarm could not be duplicated. The customer support engineer (cse) verified error codes in memory. The cse inspected the device and replaced the audio alarm (constant) as a precautionary measure. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.